Event description:
The patient was implanted with a left ventricular assist device. It was reported the patient expired. The cause of expiration was noted as cerebrovascular accident. No further information was provided.

Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported stroke could not be conclusively determined. The instructions for use lists stroke as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported by the vad manager that the type of cerebrovascular accident the patient expired from was a multifactorial neurological dysfunction manifested with critical illness polyneuropathy and hypoxic encephalopathy and likely brainstem infarct. The patient has been critically ill, impella, fasciotomy, inferior vena cava filter and dialysis. The pump was not explanted.